Event description:
The patient underwent interventional ablation for atrial fibrillation, during which the vascade mvp vascular closure device was used at two femoral venous puncture sites. Hemostasis was successfully achieved, and the patient was discharged two days after the procedure. At a routine outpatient follow-up visit two weeks later, both puncture sites were assessed and found to be healing well, with no abnormalities noted. On (B)(6) 2026, the patient presented for an unscheduled outpatient visit, reporting slight bleeding from one groin puncture site that had begun approximately 10 days earlier. Examination revealed mild skin ulceration at the puncture site, accompanied by slight oozing-type bleeding. Removal of the ulcerated skin was considered; however, oral antibiotics and topical ointment were prescribed. The patient remains under clinical observation.

Manufacturer narrative:
The vascade mvp will not be returned to haemonetics for evaluation. Since the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The performing doctor reported there were no anomalies or device defects observed during the procedure. The device functioned as intended. The relationship between the device and the patient's outcome is unknown. However, since the infection is suspected two months later from the procedure, it may be patient-induced rather than due to vascade. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."